Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified circumflex artery. A 2.50 x 24mm synergy xd drug-eluting stent was advanced for use. However, the proximal shaft broke while trying to advance the stent. The location of the fracture was outside of the patient. The device was completely removed by pulling out the distal part and the procedure was completed with another of the same device. There were no patient complications reported.